Event description:
It was reported that the patient received inappropriate therapy due to an incorrect interpretation of the signal from an arrythmia. The device correctly treated the arrythmia. No intervention was performed, as the patient received an elective device upgrade. The patient is stable and will continue to be monitored.